Event description:
The patch was implanted by the first dr on 11/14/97, at 12:10 pm. After the surgery, the pt complained her throat "closing up" and pain. Swelling was found radiating from her trachea. Due to the symptoms, on 11/15/97, at 3:45 am, the pt underwent surgery by the second dr. The implanted patch was found to be leaking blood (quantity is unknown) from its suture line. The leakage was stopped with two sutures, surgicel and thrombin. The patch was left in. The pt's condition is ok. On 11/19/97, co received the following statement from the second surgeon: the pt had been on dextran and the pt's blood pressure had increased significantly prior to the second surgery. Both of these most likely contributed to the bleeding. The dr also stated that dextran by itself will increase the amount of bleeding in pts.